Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that the universal serial bus (usb) connector at uninterruptible power supply (ups) was connected. Disconnecting the usb connector resolved the issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside of procedure, the mobile view station (mvs) of the imaging system would not boot past booting screen. After rebooting the system several times, viewing station entered user application screen. There was no patient present at the time of the issue.